Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Patient stated that they changed out the cassette but reused the same bags during prime. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that they changed out the cassette, but not all the bags. The technical service representative (tsr) had the hp start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp was informed changing out only the cassette is not proper procedure. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.